Event description:
It was reported that the pt underwent a single level reduction at l4/l5. The health care professional passed a titanium rod instead of a trocar on the right and then placed a peek rod without incident. On the left, the titanium rod passed without incident but the peek rod would not pass through the screws. The health care professional attempted to pass the peek rod 5-6 times without success. A new peek rod was used and placed without incident. Reportedly, there was no malfunction with the inserter. The peek rod appeared bent after inspection. No add'l pt injury was reported.

Manufacturer narrative:
(B) (4): the rod was returned for evaluation. Upon visual and optical examination of the rod, the rod inserter interface area of the rod was damaged (bent upward). The damage is consistent with significant rod deflection during rod insertion attempts. Due to the upward bend of the rod inserter interface area, the rod was unable to be properly inserted into multi-axial tulip heads. A review of the device history records did not identify any applicable nonconformance to spec.